Manufacturer narrative:
On manufacturer device report 1220648-2024-23297 the date of 20-sep-2024 was inadvertently listed in g3 the correct date is 04-nov-2024.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the high purge pressure could not be determined.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, high purge pressure and low purge flow alarms were triggered. No patient harm reported.